Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was received by the manufacturer for evaluation. Testing found that the illuminator current was out of range in the logs of the camera. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the amber light on the positioning sensor unit (psu) of the navigation system was illuminated. Error logs showed that the psu had a fault status. No additional information was provided. There was no patient present when this issue was identified.